Event description:
It was reported that the pump declared an altitude alarm 21. The customer's blood glucose level was affected, exceeding 500 mg/dl, though the specific value remained unknown as it displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. No assistance from a third party was required. Technical support provided guidance on cleaning the speaker holes and reconnecting the cartridge. After following these instructions, the customer successfully resumed insulin delivery, and the alarm did not recur. Technical support shared tips to prevent future altitude alarms, and the pump returned to normal operation.